Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2009, this patient underwent an endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses (distal: tg2610/06152707, proximal: tg3115/7001108). During the procedure, the left subclavian artery was coil embolized. The preoperative aneurysm diameter measured 60 mm. On (B)(6) 2009, the aneurysm diameter measured 58 mm. No endoleak was identified. On (B)(6) 2010, the aneurysm diameter measured 57 mm. No endoleak was identified. On (B)(6) 2011, the aneurysm diameter measured 36 mm. No endoleak was identified. On (B)(6) 2012, the aneurysm diameter measured 36 mm. No endoleak was identified. On (B)(6) 2012, a new thoracoabdominal aneurysm was identified. On (B)(6) 2012, a bypass surgery was performed on the sma and both renal arteries. On (B)(6) 2012, a non-gore stent graft was implanted to repair the new aneurysm. On (B)(6) 2013, a type ii endoleak from the left subclavian artery was identified. On (B)(6) 2013, a reintervention was performed to treat a type ii endoleak with coil. However, cannulation of the left subclavian artery was unsuccessful. The procedure was aborted, and the patient was monitored.